Event description:
Adverse event(s): "patient is healing great, no concerns" (no patient consequences or impact). Product problem(s): "tracking loss, pupil had to be reacquired" (failure to align). An operating room tech reports there was pupil tracking loss during surgery and they had to reacquire the pupil to continue and finish the case. The tech estimated the delay as 30 seconds or less. Latest information from the facility indicates this patient is healing great, the surgeon has no concerns at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).